Manufacturer narrative:
No evaluation into the reported issue has been performed as there has been no allegation of deficiency against a medtronic product. Based on clinical knowledge of procedure type and per the clinical investigator, this is an inherent risk of the procedure. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's thermal therapy system. There is no allegation to suggest that medtronic device caused or contributed to the reported event.

Event description:
A medtronic representative reported on behalf of the site, that a patient underwent a laser induced thermal therapy (litt) procedure on (B)(6) 2017 for epilepsy. There were no reported delays to the procedure or issues with the thermal therapy system. There was a reported magnetic resonance imaging (MRI) technical difficulty where software wasn¿t loading properly on the MRI machine, and the computer had to be rebooted. Following the procedure, at 10:10 am, the patient was diagnosed with third nerve palsy of the left eye. The patient was reported to have diplopia and ptosis due to the third nerve palsy. The adverse event (ae) is reported to be secondary to receiving the thermal ablation procedure, but not related/due to the thermal therapy system itself. On (B)(6) 2017, the patient received an ophthalmology examination. The exam findings were reported as abnormal and clinically consistent with a left third nerve palsy - left eye limited motility and limited left eye. The patient returned on (B)(6) 2017 for evaluation, and per the neurological exam, it was confirmed that the patient has a partial cniii palsy of the left eye. No actions have been taken to treat this ae. No further actions are planned and the ae is unresolved. The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's thermal therapy system. There is no allegation to suggest that medtronic device caused or contributed to the reported event.